Event description:
It was reported that a flogard infusion pump experienced an f_35 alarm. It was not specified when in the process the alarm occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_35 alarm. The cause was determined to be a damaged front panel. As a replacement front panel was not available, the device was removed from use and was not returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.